Event description:
It was reported by a user facility that one (1) patient sustained "depressed areas" to face following treatment with a lumenis one laser.

Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain patient treatment settings and patient photographs. Patient treatment settings were provided by the facility. A lumenis technical expert examined the subject device and completed performance tests of all specifications concluding the device operated to manufacturer's specifications. Furthermore; the engineer stated, "power meter was dirty and customer performed ipl head calibration which changed energy meter factor. I cleaned power meter, performed energy meter factor calibration and that corrected factor." A review of subject device labeling found IFU states "caution - it is very important to keep the glass windows of the power meter assemblies clean of dust, gel residues or other contaminants. If a treatment head is calibrated through a contaminated power meter, the calibration power may be higher than necessary and may harm the patient." A lumenis healthcare professional evaluated the reported event details concluding incomplete treatment settings were provided by the user facility, despite reasonable attempts to obtain the settings, therefore no evaluation of the appropriateness of the reported settings or a determination of whether they could be a contributory factor of the event could be completed. A review of similarly reported adverse events found that a lumenis healthcare professional concluded that after vessels collapse following ipl treatment the skin can be depressed if the underlying vessels are large. Additionally the healthcare professional stated that this is a known common side effect.